Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block e1 initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the band could not deploy outside the patient's body. After replacing with a second and third ligator the same issue occurred. They changed to another batch and procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.